Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: vent won't turn on power button does not work or give feedback as it should notifying customer of powering up. Occurred in customer training area. No patient involvement.